Manufacturer narrative:
Ge representative evaluated system and found a faulty footswitch. Rep replaced footswitch and performed operational test. System operates as intended.

Event description:
It was reported that the system would not boot. The footswitch was stuck preventing bootup.